Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted technical services (ts) stating there had been an issue with one of his leads causing him to experience syncope and break 13 to 14 bones. This also led to him being hospitalized for four months. The patient noted that on the way to the hospital four months earlier the lead shorted and caused his chest to feel like it was on fire he also stated he had an infection and the cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead, right ventricular (rv) and another manufacturer's right atrial (ra) leads were explanted approximately one week earlier. The local area sales representative was contacted for additional information. The field representative stated that no further information is available from the clinic beyond another manufacturer's device and leads were implanted. No additional adverse patient effects were reported.